Manufacturer narrative:
Date sent to the FDA: 2/11/2021.

Manufacturer narrative:
Date sent to FDA: 9/29/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2012 of the previous mesh. It was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient underwent partial removal of the mesh and revision of the mesh on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain, inflammation, adhesions, adhesions to the small intestine, bowel resection and open draining wound. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.